Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg will not be returned.